Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during lead placement, the helix required 28 turns to extend. Furthermore, the lead exhibited high pacing impedance. An alternate lead was placed. No patient complications have been reported as a result of this event.